Manufacturer narrative:
The pump and catheter have not been returned to the manufacturer for analysis. Product ID (B)(4) serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter has been changed to product ID (B)(4) serial# (B)(4) implanted: (B)(6) 2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
See MFR report # 3004209178-2017-09091 regarding previous catheter revision event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-sep-11 reported that there was a partial removal of catheter (B)(4), and the catheter will be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for spinal pain and chronic low back pain. It was reported that it was just confirmed that the latest catheter put in (B)(6) (around the (B)(6)) had a hole in it. It was noted that the patient had the surgery due to a defective catheter and it had a hole in (B)(6) 2017. It was noted that the catheter was still in the patient's back. The patient later reported they have 4 catheters in their back that were all faulty, and were not removed due to the concern of leaving a hole that would leak spinal fluid resulting in headaches. It was noted that the patient met with the healthcare professional on (B)(6) 2017 and was informed that they will take the current catheter out and send it back for analysis. It was noted that the patient could not be putting the holes in the catheters, and the hcp did not know why this was happening. On (B)(6) 2017 a healthcare professional reported via a manufacturer representative that the patient had a dye study today ((B)(6) "2-017") and there was a catheter leak at the pump site. The patient called as well and was upset for "having to pay for all the surgeries." It was noted that the patient has had 4 catheter revisions. It was unknown what caused or contributed to the event. It was noted that a catheter revision was planned and was not approved or scheduled as of yet. It was noted that the issue was not resolved, and patient's status at time of report was "alive-no injury." It was noted that surgical intervention did not occur, but surgical intervention was planned but not yet scheduled. It was confirmed with the healthcare professional that the catheter serial number involved with this event was (B)(4). The patient's weight was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative (rep) on 2017-aug-07. The pump and catheter were returned to the manufacturer for analysis. The catheter serial number returned for analysis was (B)(4). No further information was provided.